Event description:
It was reported that the doctor inserted a non-preloaded intraocular lens (iol) and found the trailing haptic to be kinked. Doctor would like to do an iol exchange; however, they have left the iol in the patient¿s eye to see if issue will resolve. There was no patient injury reported. Patient is being monitored. No further information was provided.

Manufacturer narrative:
Customer has declined providing patient details. Telephone number: (B)(6). Explant date: not applicable, as lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.